Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged from the target location. The lead was repositioned in the anterior middle and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.